Event description:
Senseonics was made aware of an incident where user reported a high glucose event and provided the following example: on (B)(6) 2025, at approximately 12:28 pm cst, sensor glucose (sg) was 189 mg/dl and blood glucose (bg) was reported as 468 mg/dl. Review of the data management system (dms) indicated that at 12:28 pm cst the sg was 189 mg/dl and no bg value was entered. Dms review further confirmed that a high glucose alert was not generated at the time of the event, as the sg did not exceed the configured alert threshold. The user reported seeking medical treatment, including immediate self-administration of fast-acting insulin, followed by a healthcare provider visit during which medication therapy was adjusted. The user stated that their healthcare provider is aware of the event. Per dms review, the user is currently using the system and receiving up-to-date glucose information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a high glucose event on (B)(6) 2025 at 12:28pm, stating that the sg was 189 mg/dl while the bg was 468 mg/dl. A review of the sensor in-vivo glucose data showed that at 1:28 pm on (B)(6) 2025, the sg was 189 mg/dl while the bg was 468 mg/dl. The user self-treated with 17 units of fast-acting insulin (novolog). User's hcp was aware of the event. A review of the sensor in-vivo glucose data 3 weeks prior to event ((B)(6) 2025) showed good sg/bg agreement, except for the last entered bg on (B)(6) 2025. It did not indicate any anomalies. As part of proactive troubleshooting, the user was advised to relink the sensor to clear the calibration history and any possible calibration misalignment. However, the user declined further troubleshooting. The user informed customer care that the system has been working "great" and they received advice on proper calibrations. The root cause for the reported sg/bg discrepancy on the day of the hyperglycemic event could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.